Manufacturer narrative:
The warnings in the package insert state this type of event can occur. The product was discarded by the hospital and therefore will not be returned for evaluation. Because the lot number is unknown, the device history records could not be pulled and reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. This is report two of three for the same event. Reports one and three are reported on MFR #:0001032347-2017-00756 and 0001032347-2017-00758.

Event description:
It was reported a revision occurred due to infection. The type of infection is unknown at this time. It was stated that the surgeon spent a long period of time manipulating the cranioplasty implant (not manufactured by zimmer biomet) during the original procedure, which in turn can lead to higher risk of infection. The surgeon plans to replace the implants. Additional information was requested but has not been received at this time.

Manufacturer narrative:
This is supplemental report two of three for the same event. Supplemental reports one and three are reported on MFR #: 0001032347-2017-00756-1 and 0001032347-2017-00758-1.

Event description:
Upon follow up with the sales representative, he stated that the surgeon does not believe that the issue was caused by the implant. No additional details are known at this time.